Event description:
Writer notes: "PICC line spontaneously snapped when placed under very light tension while repositioning a patient. PICC was inserted on (B)(6) and broke on (B)(6) 2025. PICC was located in the left ankle."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.